Manufacturer narrative:
The investigation determined the service actions resolved the issue.

Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The field service engineer replaced various parts and performed ise cleanings and checks. Also, he performed ise calibration and qc with acceptable results. After service, the customer successfully processed patient samples. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for three patients tested on a cobas 8000 cobas ise module. The customer was only able to provide na results for one patient. The customer determined the qc prior to patient testing was acceptable. The customer's laboratory information system generated a delta flag alarm for the patient's initial na result since the result did not match the patient's history. The customer determined the initial na result was accurate and reported the result outside the laboratory. The customer performed qc and had failing results, and the customer performed repeat testing with the patient's sample for confirmation. The patient's initial na result was 128 mmol/l, and the patient's repeat na result was 140 mmol/l. The customer determined the repeat result was correct. The na electrode lot number and expiration date were requested but not provided.